Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The plasma sample initially resulted in a na value of 123.8 mmol/l. A whole blood tube from the same sample collection was tested, resulting in a value of 132 mmol/l. The plasma tube was then repeated on a second analyzer, resulting in a value of 131.8 mmol/l. The sample was also repeated on the complained analyzer, resulting in a value of 127 mmol/l. The complained analyzer was then recalibrated and the sample was repeated, resulting in a value of 131.7 mmol/l. The na electrode lot number and expiration date were requested, but not provided.